Event description:
83 year old outpatient had a pacemaker implanted and the atrial leadwire came away from its position. A new leadwire needed to be implanted the next day and attached to the original pacemaker to avoid any furture adverse events and to assure proper functioning of her pacemaker.